Event description:
It was reported that an imaging catheter got stuck in the stent. The vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in the mildly calcified and moderately tortuous middle left anterior descending artery. They performed percutaneous coronary intervention (pci). After a non-bsc stent was deployed, an opticross imaging catheter was advanced to the distal end of the stent to perform intravenous ultrasound (ivus). During pullback, the guidewire exit port of the opticross got stuck at the distal end of the stent when the physician attempted to remove it. The physician advanced the opticross further and tried to remove the device by rotating it, but failed. An attempt to retrieve the imaging catheter was performed by cutting the outer shaft of the opticross and removed the imaging cable. Then they inserted an unspecified 0.025 guidewire into the space where the imaging cable was removed and the device was successfully removed. The procedure was completed with another of the same device. The physician commented that it might have been the stent not being fully dilated had caused the imaging catheter to get stuck. No complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).